Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead went into the emergency room (ER) due to shock. After the follow-up check and device interrogation the programmer showed an alert message about a shock unsuccessful due to a high shock impedance out of range. The rv lead is suspected to be fracture. Subsequently the rv lead was explanted and replaced. However, after the replacement of the rv lead, the shock impedance still remained out of range. Ultimately, the physician chooses to replace this ICD with a new one. The system will be retuned for analysis. No additional adverse patient effects were reported.